Event description:
It has been reported to philips that the allura system froze at 0:00 during boot up. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and the hard disks which resolved the issue. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected system was outside of clinical use at the time of the reported event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed frame grabber cards initialization error. Upon functional testing, the fse found that flexvision pc had defective grabber card resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flexvision pc, hard drive and software installation by the fse resolved the reported issue and restored the functionality of the system. After replacement and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.